Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 49 mg/dl at time of incident and current blood glucose level was 221 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with glucose tablets. The customer stated that the alleged pump was over delivering because he had been experiencing highs and lows for the past 3 days. Customer stated that numbers were not ramping on their own. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.